Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient passed out and had sudden brady response episodes stored. The device remains in service at this time. No additional adverse patient effects were reported.